Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the tissue welder self-actuated upon plugging in. The toggle switch was not "on" but the device was continuously overheating and melted its surroundings on the operating room table. A replacement device was used to complete the procedure. The hospital did not report any patient complications. Product returning.

Manufacturer narrative:
Maquet cardiovascular received the device on 01/06/2010. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4).